Event description:
Donor was donating plasma by plasmapheresis when the donor had a reaction, which included tingling of lips and fingers, pallor, muscle cramps and spasms, feeling cold. Donor was transported to hospital for observation. No permanent injury or effects.

Manufacturer narrative:
It appears that the collection set was not installed properly, allowing excess volume to citrate anticoagulant to be infused to the donor.